Event description:
Device appears to be intermittently undersensing on atrial lead stored egms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).